Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the water tightness was lost due to a crack on the scope body and damage on the upward/downward and right/left knobs, the grip was peeled, water removal ability did not meet the standard value due to damage on nozzle, bending angle in right direction exceeded the standard value due to damage on the bending tube, plastic distal end cover/probe cover was deformed, the nozzle was clogged, objective lens had a scratch, light guide lens had a crack, adhesive on the bending section cover had wear, and the device metal part was exposed due to deterioration of the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had clogged channels. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and the air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.